Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous proximal end of the left anterior descending artery (lad). A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. The balloon was initially inflated at 15 atmospheres followed by 18 atmospheres on the second inflation. However on third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Returned product consisted of a nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and balloon. There was also blood in the guidewire lumen. Examination under magnification revealed a pinhole and scratches on the balloon over the proximal end of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was removed intact from the patient's body.